Manufacturer narrative:
(B)(4).

Event description:
A patient reported they are having an MRI done on their foot. The patient stated the foot is not device related then the patient said she was having some possible device related pain. The noted right shin pain, right leg bone pain, and restless leg syndrome. The symptoms were considered sudden in onset. The noted the issues started in (B)(6) of last year with shin/bone pain. She could barely put pressure on her leg. The patient turned stimulation off beginning of (B)(6) 2015 for a couple of month. The patient said that, in conjunction with re-programming helped a lot with bone/shin pain. The patient then stated that several months following the reprogramming, the sensation changed considerably. Her programming was changed to more of a flutter. The bone pain was way less severe. However, around this time she developed restless leg syndrome. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.